Event description:
A cgm error 42 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Complete pump reset information was provided to the customer, who plans to reset the pump at their convenience and will follow up if the issue continues.